Event description:
The customer reported that the canopy has zipper damage to the side panel. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zipper slider body is open and window a has a 1 foot tear in the netting. The large window b zipper slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).